Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 56 mg/dl with confusion. It was reported the patient was treated in an emergency room with unspecified treatment. It was reported the patient regularly consumes alcohol with dinner which lowers their blood glucose. The reporter noted the patient discontinued pump therapy and the pumps settings were not recently changed. The reporter noted the patient discontinued pump therapy, and the pump¿s basal and bolus settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The following reported diabetes management issues were found to have contributed to the reported health event: miscounting carbohydrates, failure to bolus, and bolusing with delayed eating. This complaint is being reported because the reported health event was attributed to an alleged device malfunction of unknown cause.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: the last delivered bolus was a 1.00u normal bolus on (B)(6) 2016 at 11:52. Black box shows unexplained por on (B)(6) 2016 15:09; deliveries resumed at (B)(6) 2016 11:56. Black box shows unexplained por on (B)(6) 2016 02:07; deliveries resumed at (B)(6) 2016 14:03. Unexplained por on (B)(6) 2016 14:27; deliveries resumed at (B)(6) 2016 18:54. Three eaw174 ¿ basal edit not saved was recorded on (B)(6) 2016 and two recorded on (B)(6) 2016 indicates the user attempted to edit the basal rate but did not select save. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.